Event description:
It was reported by the sales rep that the patient is having a reaction to the 72r electrodes. The patient stated that the 72r electrodes and covers caused red, itchy bumps on her skin. The patient stated that she moved the electrodes and covers around and wore them 24/7. The patient reported that they showed irritation to the doctor who prescribed an otc cortisone cream. The patient will conduct a time test with the 63b electrodes and call back if there are any issues. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in dec 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - d9, h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient is having a reaction to the 72r electrodes. The patient stated that the 72r electrodes and covers caused red, itchy bumps on her skin. The patient stated that she moved the electrodes and covers around and wore them 24/7. The patient reported that they showed irritation to the doctor who prescribed an otc cortisone cream. The patient will conduct a time test with the 63b electrodes and call back if there are any issues. No additional patient consequences have been reported. The cover patches were not returned for evaluation.